Event description:
The customer reported that the system rebooted on its own. Also, sometimes the system ran with audio ringing and could not be turned off. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.